Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify rewind, no excessive no delivery/occlusion alarm and motor error alarm due to blank display. Insulin pump received with minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a motor error and insulin pump rejecting the new batteries also random no delivery alarms. The customer¿s blood glucose was unknown. Customer also stated that there was a scuff on the insulin pump's screen but it did not affecting the readability of the screen. The insulin pump will not be returned for analysis.